Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported by FDA, report number mw1042778, that the pt had been experiencing abdominal, back and leg pain. During exploratory surgery, mesh was found "broken in her stomach", which eventually led to its removal.